Event description:
Kyphon balloon ruptured (right side) while being inflated further and pulled back by physician approx 5mm to try and restore height posteriorly left side was completed with the cementing process.